Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation confirmed the reported irregular intermittent alarms via log file analysis. From 11:36:16 to 13:19:44 on 13dec2025, log files contained multiple low voltage advisories and power cable disconnect alarms while the system was connected to external batteries. In each case, the triggered alarm would resolve after a few seconds when voltages were restored. The power cable disconnect alarms were triggered by the voltage on the white power cable fluctuating below the alarm threshold. The power cable disconnect alarms and low voltage advisories did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be determined off the information provided. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU (rev. D) section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 IFU (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook (rev. A) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came in with an intermittent connect power advisory alarm. The white cable disconnect light was flashing. This was not cleared with a self-test. The batteries were fully charged and unexpired. The clips and battery connections were cleaned and checked for damage. There was none noted. The clip and battery were changed out. There was no resolution to intermittent advisory alarm. The system controller was exchanged for a new controller with new clips. The patient's batteries were all in good conditions and was not exchanged. The modular cable was in good condition and was not exchanged. There were no new alarms after the controller exchange. Log files did capture numerous odd low voltage and power cable disconnect events on (B)(6) 2025. These all occurred on the controller white lead. The remainder of the log file was unremarkable. Patient was said to be ready to be sent home.